Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device alarm (with use with samsung s20 fe 5g, unknown os) did not sound again after turning it off after first notification. The customer reported that as a result, they experienced sweating, convulsions, and loss of consciousness. The customer was treated with glucagon injection by a third-party. Please note that the alarm does not sound again after first notification for the same event, once turned off. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low alarms with the freestyle librelink application. Successfully scanned and received high and low glucose alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device alarm (with use with samsung s20 fe 5g, 12 os, app version 2.8.4.9335) did not sound again after turning it off after first notification. The customer reported that as a result, they experienced sweating, convulsions, and loss of consciousness. The customer was treated with glucagon injection by a third-party. Please note that the alarm does not sound again after first notification for the same event, once turned off. There was no report of death or permanent injury associated with this event.